Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 447 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at the time of event. The insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that they performed displacement test and insulin pump passed it. Insulin pump was bumped. Customer was assisted with rewind the insulin pump and the alarm recurred during rewind. The device will be returned for analysis.